Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported the customer had a off no power alert on their insulin pump. Customer stated they have gone through multiple batteries, but the issue persisted. The customer's blood glucose was 92 mg/dl. Customer stated they did not drop or bump their insulin pump. The customer also reported this was the second occurrence of a off no power alert without a low battery warning. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.